Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the leads were explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2023-05694. It was reported the patient is experiencing stimulation in the wrong location. X-rays were taken and it was confirmed the leads have migrated. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.